Event description:
Initial information received from a physician via a sales representative on 28-apr-2010: a female, pt, of an unspecified age, was treated poly-l-lactic acid [sculptra]; lot #, expiration date, dosage, therapy date and indication were not provided. On an unspecified date three weeks after the injection, the pt had a nodule form around the eye. Concomitant medication and medical history were not provided. No further relevant information reported. Additional information for sculptra (lot # and expiration date: not provided) from product technical complaint report (B) (4) dated 04-may-2010, received by uspv on 07-may-2010: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Additional information received from a physician via sculptra adverse event form and medwatch on 17-may-2010: upon medical review of the additional information received, this non-serious case has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree. The consumer underwent one session and received injectable poly-l-lactic acid for cosmetic purposes. The injectable poly-lactic acid was reconstituted on an unk date with 5ml (milliliters) of sterile water and 1 ml of lidocaine. She was injected in the crow's feet and periorbital region and developed four nodules in the right periorbital area. One nodule is visible and measure 4 millimeters (mm). A biopsy was not performed. Corrective measures included saline as the event did not require any surgical intervention. The event has remained ongoing for more than 30 days and has been characterized as protracted and/or prolonged. There is no suggestion of a systemic process nor did the event lead to any permanent impairment, body function, or permanent damage. Relevant labs and medical history were reported as "none". The physician does suspect that the event was related to the use of injectable poly-l-lactic acid. No further information reported.

Manufacturer narrative:
Important medical event.